Manufacturer narrative:
Findings: pump received with intermittent esc and act button response due to corroded keypad traces. Unit was programmed with test minilink and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator and display the 100 value properly on display graph. No unexpected lost sensor noted. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
A customer reported via phone call indicating physical damage in the form of scratches on the screen of their insulin pump. The patient's blood glucose level was 154 mg/dl at the time of the call. The customer stated there was an issue with the keypad. The customer stated that the escape button had to be held for a significant amount of time to get it to work. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.